Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient, who was on a pedimag, had suction events on the evening on (B)(6) 2023. No alarms were triggered. Log files were submitted for review and captured a low flow event showing a drop to 0 liters per minute (lpm), associated with a loss of flow signal. The event was muted or cleared within 5 seconds. The flow dropped to approximately 1.0 lpm (lowest value recorded was 0.9 lpm.) This did not result in an alarm because the alarm threshold was set to 0.5 lpm at the time. There was another low flow showing 0 lpm, again associated with a loss of flow signal. This alarm was also muted/cleared. Again, there was another low flow showing 0 lpm, again associated with a loss of flow signal, which was also muted/cleared. Related manufacturer reference number: 3003306248-2024-00442, 3003306248-2024-00439, 3003306248-2024-00440.

Manufacturer narrative:
D2b: device product code corrected. H5/h8: usage corrected. Manufacturer¿s investigation conclusion: the reported event of flow-related alarms was confirmed via the provided log file. The log file contained data spanning approximately 8 days ((B)(6) 2024 per timestamp). The system was operating around the set speed on the reported event date of 27feb2024. A few f2: flow signal interrupted alarms were intermittently observed throughout the data, temporarily displaying the patient¿s flow value as 0 lpm. These alarms were muted and cleared within a few seconds of activation, restoring the patient¿s flow values to expected values. Although it was unable to be conclusively determined from the log file alone, these alarms could have correlated to the reported suction events. No other notable events were observed. The centrimag motor (serial number unknown) was not returned for analysis. Questions regarding the motor and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The centrimag motor¿s serial number was not provided. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.